Event description:
Alleged the caster will roll after the brake is set.

Manufacturer narrative:
The technician found the connecting rod at the head end of the stretcher was broken. The technician replaced both the foot and head linkage to repair the stretcher.